Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patients lead implant procedure was abandoned as the lead could not be implanted due to patient anatomy, likely due to adherence or fibroses according to physician.